Event description:
The representative reported, a pocket infection was suspected and exploratory surgery was anticipated (the date was not provided). No other patient symptoms were reported. The physician had inquired of the field staff if the product could be removed, plugged, immersed in sterilizing solution and re-implanted. If the device was explanted, the physician was advised to implant a new device. Additional information has been requested from the physician.

Manufacturer narrative:
.